Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine and a second drug thought to be prednisone, or some sort of nonsteroidal medication via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The patient was diagnosed with cancer the prior year, (B)(6) 2014, which caused them to lose a lot of weight. The patient lost so much weight the pump was sticking way out and you could see it through clothes. It was noted that the patient didn't need it anymore, and a total system explant occurred in (B)(6) 2015. The drug information, product information, and exact date of explant were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.